Manufacturer narrative:
The last calibration was performed on (B)(6) 2020 and was acceptable. Qc recovery was acceptable. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
After the event, the customer performed calcium calibration and qc. The field service engineer discovered the main water pump and gear pump pressure were low and performed adjustments. He verified the system was properly washing the probes, and the rinse mechanism dispense volumes were correct. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas 8000 c 702 module. The customer confirmed the calcium calibration and qc were acceptable prior to patient testing. The patient¿s initial calcium result was not reported outside the laboratory. The customer performed repeat testing on a different c 702 module as well as the initial c 702 module for confirmation. The patient¿s initial calcium result was 6.0 mg/dl. The patient¿s repeat result on a different c 702 module was 8.5 mg/dl, and the patient¿s repeat result on the initial c 702 module was 7.5 mg/dl. The customer determined the calcium result of 8.5 mg/dl was considered correct due to the result matching the patient¿s history. The calcium reagent lot number was 45938201 with an expiration date of 31-may-2021.